Event description:
During an atrial fibrillation procedure, after placing the sheath into the patient and when inserting the catheter, air was aspirated into the syringe that connected to the extension port of the sheath. Several aspirations were attempted, but the issue remained. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. A leak was noted at the sheath tubing during functional testing. The sheath tubing appeared to have been stretched and torn at the sheath tubing/hemostasis hub transition area. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing damage and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.